Manufacturer narrative:
The impella device was not received from the customer as per additional information the device was discarded in the operating room during the bridge to the left ventricular assist device. Therefore, an evaluation/analysis of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support (mcs) and experienced a middle cerebral artery infarct. The patient was admitted for acute heart failure management and the decision was made to place an impella 5.5 as a bridge to a left ventricular assist device (lvad) versus an orthotopic heart transplant. The impella 5.5 was successfully placed via right axillary artery. The patient was extubated in the operating room and then transferred to the unit on impella mcs. However, approximately eight days after start of the support, the patient was underwent a bridge to a lvad. Post impella 5.5 explant and lvad implantation surgery, it was noted that the patient had developed a "large" middle cerebral artery infarct. A computed tomography angiography showed non-occlusive thrombus involving the right innominate and subclavian arteries. No further information was noted other than survival outcome at explant noted as survived. The patient's status following the event is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no product was returned for investigation. Stroke/ thrombosis: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1937662. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.